Event description:
Removal of foley catheter attempted by initially deflating balloon, but balloon would not deflate. Catheter side cut to help deflate balloon was unsuccessful. Urologist called and milked tubing up and out by digitally manipulating pt's scrotum. Balloon remained intact upon removal. No ontoward effect to pt.